Event description:
It was reported that a balloon rupture occurred. In (B)(6) 2026, the patient presented to the hospital for a staged percutaneous coronary intervention. Coronary angiography revealed 99% in stent restenosis at the distal left circumflex vessel. A 4.00 mm x 20 mm nc emerge balloon was advanced but was unable to cross the lesion. A 2.00 mm x 20 mm nc emerge balloon was introduced and upon inflation rupture was noted. The lesion was successfully treated with atherectomy and 4.00 mm x 20 mm agent dcb balloon.

Manufacturer narrative:
D4 unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.